Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse who discovered the issue replaced the front end pcb to resolve the issue. The iabp then passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
While a getinge field service engineer (fse) was performing field corrective action per service bulletin: 0055-00-0843a, it was discovered that there was no blood pressure or ECG waveform displayed on the screen of the cs300 intra-aortic balloon pump (iabp)when a signal was input from the system trainer or the patient simulator. There were no faults registered in the logs related to this event. There was no patient involvement, and no adverse event was reported.